Event description:
It was reported that the pt has been experiencing numbness and tingling in the upper and lower extremities, one day after a catheter revision was performed. The reason for the catheter revision was not provided. Approx 4 days after the revision, the dose was increased to 194 mcg/day. A dye study was performed post revision and revealed no issues. Improvement in spasticity in the knee area has improved. A f/u report will be sent if add'l info becomes available to us.